Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, despite the favorable initial conditions at access site, there was resistance advancing the crimped valve on the delivery system through the esheath. On fluoroscopy, it was observed that the valve was coaxially lost when trying to advance and the delivery system exited through the middle segment of the esheath. It was decided to remove the system and prepare a new kit. Upon removal, it was confirmed that the esheath was broken in the middle segment. The procedure continued without issues using the second kit. The system was advanced without resistance through the new esheath. The valve was deployed achieving an optimal final result, without paravalvular leak and without evidence of trauma at the iliac or femoral level.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: h.6 added new information to d.9 date returned to manufacturer, h.6 device code, investigation conclusions, investigation findings and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner torn/punctured 17cm in length from strain relief. Tip unopened. Scratches along hdpe. Imagery was provided from the site and revealed the following: ds/crimped thv appears to be protruding out of sheath lumen based on non-coaxial alignment between devices. Esheath liner punctured with crimped thv/ds protruding through. Right access vessel presented tortuosity and calcification. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based provided imagery/evaluation of returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, despite the favorable initial conditions at access site, there was resistance advancing the crimped valve on the delivery system through the esheath. On fluoroscopy, it was observed that the valve was coaxially lost when trying to advance and the delivery system exited through the middle segment of the esheath. It was decided to remove the system and prepare a new kit. Upon removal, it was confirmed that the esheath was broken in the middle segment. The procedure continued without issues using the second kit. The system was advanced without resistance through the new esheath. The valve was deployed achieving an optimal final result, without paravalvular leak and without evidence of trauma at the iliac or femoral level. Retuned product evaluation confirmed presence of liner puncture (defined as a liner tear with crimped thv/ds protruding through inner sheath lumen), which was accompanied by liner stretching within the torn liner region. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of calcified and tortuous access vasculature could create a challenging pathway during ds advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient/procedural factors (calcification, tortuosity/high push forces) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. No corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: valve outflow not coaxial with delivery system/flex tip while advancing through esheath. Ds/crimped thv appears to be protruding out of sheath lumen based on non-coaxial alignment between devices. Esheath liner punctured with crimped thv/ds protruding through. Right access vessel presented tortuosity and calcification. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of provided imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''during procedure, despite the favorable initial conditions at access site, there was resistance advancing the valve crimped on the delivery system through the esheath. Then, it was observed that the valve was coaxially lost when trying to advance and the delivery system exited through the middle segment of the esheath by fluoroscopy.'' Although it was reported that there was no anatomical reason or operator error identified that could have caused this event, review of 3mensio report showed that the access vessel presented tortuosity and calcification. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuous and calcified patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, which was confirmed per imagery review. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. It is possible that additional device manipulation to overcome the resistance was applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner, and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.